Event description:
The customer contacted stryker to report that their device intermittently would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The third-party service agent evaluated the customer's device and was unable to verify or duplicate the reported issue. After proper device operation was observed through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.